Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13282, 1627487-2019-13284. It was reported the patient aspirated during a lead replacement procedure on (B)(6) 2019 (reference manufacturer report numbers 1627487-2019-12982 and 1627487-2019-12983). Physician explanted the drg system. The patient was in stable condition and discharged home.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.